Event description:
This spontaneous case was reported by a gynecologist and describes the occurrence of pelvic discomfort ("pelvic heaviness") in a (B)(6) female patient who had essure (batch no. B41395) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2 (2 vaginal deliveries) and fibroma. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic discomfort (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), migraine ("migraine") and depression ("depression"). The patient was treated with surgery (laparoscopic bilateral salpingectomy for essure removal on patient's request). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic discomfort, fatigue, migraine and depression outcome was unknown. The reporter considered depression, fatigue, migraine and pelvic discomfort to be unrelated to essure. The reporter commented: essure removal was performed on patient's request due to pelvic heaviness, fatigue, migraine, depression. No follow up information was available. Reporter did not consider that essure caused or contributed to the occurrence of the event(s). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Further company follow-up with the gynecologist is not possible. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist and describes the occurrence of pelvic discomfort ("pelvic heaviness") in a 54-year-old female patient who had essure (batch no. B41395 (invalid)) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2 (2 vaginal deliveries) and fibroma. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic discomfort (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), migraine ("migraine") and depression ("depression"). The patient was treated with surgery (laparoscopic bilateral salpingectomy for essure removal on patient's request). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic discomfort, fatigue, migraine and depression outcome was unknown. The reporter considered depression, fatigue, migraine and pelvic discomfort to be unrelated to essure. The reporter commented: essure removal was performed on patient's request due to pelvic heaviness, fatigue, migraine, depression. No follow up information was available. Reporter did not consider that essure caused or contributed to the occurrence of the event(s). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 55 kgs. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 09-mar-2018 for the following meddra preferred term: pelvic discomfort ¿ analysis in the global safety database revealed 41 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the gynecologist is not possible. Most recent follow-up information incorporated above includes: on 8-mar-2018: quality-safety evaluation of ptc. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.